Event description:
Baxter received a report from the customer that one (1) ce intermate sv 100 device was discovered with the end of the tubing fallen off in the packaging. This occurred prior to patient use. No report of patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative:broken condition not confirmed as the sample was not returned for evaluation. A labeling review was not conducted. A batch review was conducted which found no non-conformances. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the sample will not be returned to baxter for evaluation. Should the sample and/or additional information be received, a follow-up report will be submitted.